Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to accurately detect the power source was due to a the main circuit board (pcb). During the investigation it was also determined that the non-return valve (nrv) was defective causing the device to fail its' internal self-test. The main pcb and nrv assembly was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that when an astral device was connected to ac power it detected the source to be a dc power source. There was no patient injury reported as a result of this incident.